Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, clip delivery system, lift, support plate, stabilizer. It is indicated that the device is not returning for evaluation; therefore, an analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a mitraclip procedure, the first clip was implanted reducing the functional mitral regurgitation grade (mr) from 4 to 3-4. It was decided to place a second clip to improve the mr grade. After the second clip was implanted, the mr grade was reduced to 2-3, but from the imaging it was suspected that the first clip detached from the posterior mitral leaflet. There was no contact of the second clip with the first clip. There were no challenges with grasping or visualizing the leaflets with either clip. There were no device difficulties during the procedure. There was no damage noted to the posterior leaflet. Post procedure, the patient was clinically stable and the mr grade remained at 2-3. Hospitalization was not prolonged and there are no further interventions planned due to the clip detachment. No additional information was provided.